Event description:
Two +22.5 diopter cc4204bf collamer plate lenses were torn during the loading process. The doctor felt that since two lenses were involved, the damage had been caused the foam tip plunger. There was no patient contact.